Event description:
Information was received from the consumer regarding a patient who tried the deep brain stimulation about five years ago. The patient¿s heart stopped on the table, so the procedure had to be aborted during the operation. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of their heart stopping was due to fluid overload. It was stated that the issue was resolved through unknown actions/interventions taken by a cardiologist. The patient also fully recovered following the incident.